Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Data analysis: aic logs confirmed the reported issues. The console did not recognize the ac mains power had been connected. Additionally, the console unexpected shutdown which was likely related to the user toggling the transport connection switch during device troubleshooting in the field. Device analysis: upon arrival, the failure mode was confirmed. The connection of ac power was not recognized by the console. There was 120v input into the ac/dc power supply, but there was not the expected 24.0 v output to the pbm, rather 3.2 v. The root cause of the ac power issues was due to a defective ac/dc power supply. Before sending this console back to the customer, fs was instructed to replace the ac/dc power supply (4050-0041) and perform sections 20 and 25 of the pm procedure. Fs also routinely performs a full functional check on the console and optical system (0042-7316).

Event description:
No patient involvement: the complainant reported that a (white) alarm on the console displayed ¿console running on battery power¿. At that time the console was plugged into an outlet. The second alert on the aic (automated impella controller) indicated in its display a ¿cord icon¿ with a red ¿x¿. Lastly, a (white) alarm alerted the user of an ¿unexpected controller shutdown¿. The decision was made to use a backup aic for the procedure. No patient was involved. No harm or injury was reported.